Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported when the patient charged the device they woke up the next morning and it was off. It was noted the shock was maybe because it was too high. The patient lowered the strength and had not been shocked since. The ins turning off had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the patient is getting frustrated with the ins. She will charge the ins and then the next day the ins will have turned off. She checks with the pp and it will show the ins is off and it did this on its own. Then once the ins is back on for a couple days she will then get shocked by the ins. It has happened 5 times so it is intermittently happening. The day prior to the call, it happened while she was in the bathroom. Near the end of (B)(6) 2019, patient broke her ankle and fell on her butt. All of this has been going on for a year intermittently. Patient was redirected to their hcp. No further complications were reported.